Event description:
It was reported that the pacemaker could not communicate with the radio frequency telemetry; however, the inductive telemetry was normal. There were no surgeries or MRI scans performed. Upon interrogation, the device confirmed a communication error. A download was performed which restored the device to normal functionality. The patient will continue to be followed normally.